Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout. The issue was unable to be replicated. The system was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that when attempting to take a 3d image the system has been kicking them back to 2d mode. There was no reported impact to patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Software engineer reviewed this event and determined it is consistent with a known software anomaly. The anomaly is tracked in an internal data base. If information is provided in the future, a supplemental report will be issued.